Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was unknown. The caller stated that the device had neither been dropped nor bumped. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to verify other alarms due to the motor error alarm during the basic occlusion test. The pump tested outside the device, and passed. The pump had minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and a stained address and serial number label.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.